Event description:
The patient was taken to the hosp and x-rays were taken. The patient suffered a fracture to the pelvis.

Event description:
The facility reports the caregiver was lifting the resident from their chair to the bed. The sling was attached to the hanger bar and the care giver lifted the resident to lift them to bed. The roll pin at the top of the hanger bar broke and the resident and the hanger bar fell to the floor. The resident's head hit the leg of the lift and their hip hit the other leg. The staff member called for help to remove the hanger bar from around the resident. The resident returned to the home and was kept under observation.